Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that on the second day after an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. The iol was implanted outside the capsule because the posterior capsule ruptured (causal relationship with the iol was denied by the physician). Increased intraocular pressure (iop) was observed. Dying with fluorescein was performed and it was injected via the incision (sutured) on postop day 1. The patient's visual acuity continues about 0.2 after the inflammation occurred. Causal relationship with iol is unknown since entry of fluorescein was confirmed. Iop lowering drug and antimicrobial drug were administered to the patient. Additional information has been requested.